Event description:
It was reported that the left ventricular (lv) lead exhibited low pacing impedance and an insulation breach. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of concomitant medical products: c2tr01 crt-p, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.